Event description:
It was reported that during a lap liver procedure, the firing mechanism was abnormal. When the surgeon closed the stapler, there was an abnormal noise heard. It could not be fired. The surgeon had to open a second, third and fourth endocutter to complete the case. There was pt blood loss of 200cc and case was extended by 30 minutes. Pt required a transfusion.